Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post-implant the leadless implantable pulse generator (ipg) exhibited intermittent capture and rising thresholds. It was noted the patient experienced syncope. The leadless ipg was explanted and replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.